Event description:
Information provided states that during posterior lumbar interbody fusion (plif) procedure a metal piece at the end of the curved implant shaft assembly/inserter broke off. There was no delay in the case and no adverse effects to the patient.